Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 transistor was thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the contamination and damaged components. The cause of the thermally damaged component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it displayed an error when charging a battery pack.